Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7081139/7073501.

Event description:
It was reported that patient underwent explant due to an unknown reason. All explanted devices were retained by the medical facility.